Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During the analysis the reported issue could not be reproduced, and no malfunction was found. Based on the initial problem description the power supply was replaced to resolve the issue. After changing the power supply the device has been tested successfully and handed back to the user without further reported problems. The device reacted to this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted during use und returned back to normal after several restarts. No patient injury was reported.